Manufacturer narrative:
This report filed october 10, 2013.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient sustained a head injury which displaced both of his internal devices (he is bilaterally implanted). During surgery to reposition this device, the ground electrode was accidentally cut. The device was explanted and the patient was reimplanted with a new device.